Event description:
Additional MFR information received on 25-feb-1998: co's visual inspection found that the end of the plunger rod was distorted, not the rubber stopper (tip), as origionally thought. This condition resulted from what the plant refers to as a "tip smear". To bring this about, two events have to occur: 1) misalignment of the plunger rod when assembled to the rubber tip; 2) a timing problem when feeding the rubber tips to the plunger station. It is not possible to conclusively determine where the fiber could have come from. It seems likely, however, that the fiber came from some other source than the healon syringe. Co's filling and inspection personnel have been informed of this complaint.